Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown. H6. Investigation summary: it was reported the syringe had a print error. To aid in the investigation, two samples with no packaging blisters were received for evaluation by our quality team. A visual inspection was performed, and one sample has the syringe barrel scale print skewed. The second sample has no defects or imperfections. This defect could occur if there is a jam during the syringe barrel printing process. The sample will be shown to associates for awareness. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 of the bd luer-lok¿ tip syringe experienced scale marking issues. The following information was provided by the initial reporter: luer lock syringe_print error.